Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power was confirmed via the log file review. The log file spanned approximately 6 days ((B)(6) 2021 per the timestamp). A no external power alarm coincided with low voltage hazard and power cable disconnect alarms and activated on (B)(6) 2021 at 10:26 due to the rsoc and bus voltages simultaneously reducing to ~0v with a loss of ac power while connected to the mpu. The backup battery was able to provide power to the pump during the alarm. The alarm cleared when ac power was restored to the mpu. No other notable alarm was observed. The mobile power unit was not returned for analysis. Per provided information, the patient stated experiencing a power outage. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was determined to be power outage at home. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section-¿alarms and troubleshooting¿ and heartmate iii patient handbook section-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple no external power alarms. The patient stated that they had a power outage, but there were also low voltage alarms around that same time. Technical services reviewed the log file and captured 2 series of no external power events on (B)(6) 2021. The first was caused by power to the mobile power unit (mpu) being briefly interrupted. The cause of this could have been due to the mpu ac power cord coming loose, or a house power disruption, which was mentioned. The second event was the result of the patient simultaneously disconnecting power from both the system controller leads.